Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon experienced multiple clips crossing and not forming properly. The procedure was completed with a competitor¿s device. There were no patient consequences reported. Device is not available for return.